Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant mental and physical pain, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
The product family for this women's healthcare product is unknown; therefore, we are unable to determine the associated labeling and dfmea to review. If additional information is received a follow-up report will be submitted. (B)(4).